Event description:
A report was received that an electrode was broken at the hub.

Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that an electrode was broken at the hub.